Event description:
The customer reported a patient experienced delay in treatment due to two consecutive invalid test results with the ID now covid-19 assay performed on (B)(6) 2021 on direct tested nasopharyngeal swab. The customer stated patient transported with acute nephritis and they had to wait for patient admission. The customer confirmed there was no patient harm due to the test results.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Abbott diagnostics (B)(4) was able to determine the both invalids were due to sample transfer errors.